Event description:
It was reported that ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the service engineer replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.